Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the trigger / slider was broken and torn off. It was further determined that the magnet holder was broken and the housing was not eccentric. It was observed that the thread of the swinging head and the tension screw were defective. It was further determined that the device failed for check for leakage, check the saw blade coupling, check the saw head's locking mechanism, check proper function of the trigger, check the fitting of the lid, check function of all modes, check response of on/off trigger and for check performance. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.